Event description:
Physician attempted to use a spider fx embolic protection device with an 8f sheath for the treatment in the right carotid artery. Device was prepped as per IFU without issue. It is reported that the device fractured. The catheter was delivered to the c1 opening of the right carotid artery. When the physician attempted to deliver the embolic device through the guide wire, its catheter was observed fractured. The fractured part was not on the guidewire. All fractured piece(s) were removed from the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the spiderfx distal assembly consisting of the spiderfx filter basket and floppy distal tip were received loaded within the transparent section of the green delivery end of the duel ended catheter. All distal components were accounted for. The spiderfx duel ended catheter¿s green delivery catheter end was received with the catheter fractured at the primary wire exit port. The separation face exhibits tensile and rotational stretching. Approximately 30cm of delivery catheter and a distal radiopaque marker band were not received with the returned device. If information is provided in the future, a supplemental report will be issued.